Event description:
Additional information received reported that the patient had no symptoms of withdrawal at all, just some increased back pain. The reason that the pump was empty was because the patient got lost in the shuffle and her refill appointment after her replacement was never scheduled. The hcp filled the pump and the patient had been fine ever since.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that a critical pump alarm due to zero ml reservoir volume reached was heard and was confirmed by telemetry. The low reservoir alarm occurred on (B)(6) 2015 and empty reservoir alarm occurred on (B)(6) 2015. It was thought that the pump was refilled with 20ml on(B)(6) 2015 which would not be consistent with the alarm dates. The reporter did not have access to the reports from the implant and thus could not confirm. No patient symptoms were reported. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).